Manufacturer narrative:
The reason for the alleged observation(s) could not be determined as the device has not yet returned to boston scientific. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead was attempted to reposition many times but the dislodgement continued, so the lead was replaced with a new, same model lead successfully. No additional adverse patient effects were reported.